Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, the battery gauge fluctuating. Customer addressed bg level via manual dose injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.